Manufacturer narrative:
(B)(4): the customer reported battery b was not detected. There was no reported pt involvement. The philips field service engineer isolated the issue to battery pca. The fse replaced the battery pca to resolve the issue. The device passed all performance assurance testing and returned to use. We will consider this a malfunction of the battery pca where the battery was not detected. As of 01/29/2013 the customer has not reported any further trouble with this device.

Event description:
The customer reported battery b was not detected. There was no reported pt involvement.